Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the filter was implanted in a patient with a history of bilateral pulmonary emboli and deep venous thrombosis. The patient tolerated the procedure well without incident or complication. On (B)(6) 2017 a CT of the abdomen with IV contrast was performed. There was an ivc filter in place with the cephalad tip at the inferior margin of l2. The filter was well below the renal veins. No definite ivc thrombosisis noted. There was minimal venous wall penetration by multiple caval struts. None were greater than 3mm. No hematoma was noted. No abutment of the aorta was noted. No significant ivc tilt was noted.